Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stillbirth (28 week delivery), miscarriage ((B)(6) , (B)(6) ) and ectopic pregnancy ((B)(6) , (B)(6) , (B)(6)). Concomitant products included ascorbic acid, ibuprofen, iron, metformin, methotrexate, tocopherol, vitamin b12 nos (vitamin b 12), vitamin d nos (vitamin d) and vitamins nos (multivitamin). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("cramping") and libido decreased ("decreased sex drive"). The patient was treated with surgery (oophorectomy (one side removal of ovary), pain, salpingectomy (one side removal of and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and libido decreased had not resolved and the genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, libido decreased, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015. Ultrasound scan vagina - in (B)(6) 2012: unilateral occlusion (right tube occluded); in (B)(6) 2012: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 5-feb-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product start date and stop date was updated. Lab data updated. Product information details updated. New event added: decreased sex drive. Outcome of event pelvic pain was changed from "unknown" to "not recovered/resolved". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stillbirth nos (28 week delivery), miscarriage (2000 , 2002) and ectopic pregnancy (2000 , 2002 , 2006). Concurrent conditions included bloating, constipation and adhesion. Concomitant products included ibuprofen for pelvic pain female as well as ascorbic acid, iron, metformin, methotrexate, tocopherol, vitamin b12 nos (vitamin b 12), vitamin d nos (vitamin d) and vitamins nos (multivitamin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced libido decreased ("decreased sex drive / hormonal changes - describe: decreased sex drive"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("cramping / lower abdomen pain") and cyst ("cysts"). The patient was treated with surgery (oophorectomy (one side removal of ovary), pain, salpingectomy (one side removal of and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and libido decreased had not resolved and the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cyst, genital haemorrhage, libido decreased, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted date of removal previously reported (B)(6) 2012 now it is reported (B)(6) 2012. Retained date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: not reported. Ultrasound scan vagina - in september 2012: unilateral occlusion (right tube occluded); in (B)(6) 2012: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: pif received. New event cyst was added. Plaintiff address, insertion date updated, reporter, cluster ID was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed in(B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.